Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found the package is moldy. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: ¿the packaging of fbn is moldy.¿

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found the package is moldy. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: ¿the packaging of fbn is moldy.¿